Event description:
The plaintiff's attorney reported on or about (B)(6) 2008, the patient experienced a sudden cardiac event from naturalyte/granuflo administered during dialysis treatment.

Manufacturer narrative:
Please note that an initial event for this same patient was received earlier in 2013 and indicated the patient had experienced a cardiovascular event and was referred to as "the decedent." Therefore, accordingly the type of reportable event for these same products associated with this patient was reflected as death and were submitted under mfg report number 1225714-2013-00766 (initial medwatch report number for granuflo) and mfg. Report number 1225714-2013-00767 (the initial medwatch report number for naturalyte). This is one of two initial device reports for this patient for the serious adverse event that occurred on (B)(6) 2008.